Manufacturer narrative:
Analysis synthesis: upon reception of the returned tablet, the reported behavior was confirmed, as ble communication failed and the tablet could not be connected to the two references, pacemaker and bluetooth printer. - the root-cause of the reported issue could not be determined with certainty, as insufficient expertise files were available. However, the most likely hypothesis is related to a problem with the bluetooth adapter. - in-depth analysis revealed that on 25 january 2024, the smartview software version was 3.12. - it should be noted that a correction of this software issue has been implemented in smartview 3.14. - the subject smarttouch tablet followed the repair workflow (including an installation of smartview 3.14) and was sent back to the field.

Event description:
Reportedly, the smarttouch tablet could not be connected to the pinter in bluetooth. It was not possible to launch a new connection because the button was not usable.

Event description:
Reportedly, the smarttouch tablet could not be connected to the pinter in bluetooth. It was not possible to launch a new connection because the button was not usable.